Event description:
During evaluation of a returned homechoice device, a high drain error 201 (manual drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 12:14:24. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages. Should additional relevant information become available a supplemental report will be submitted.